Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One year post procedure the patient presented to the hospital due to shortness of breath. A computed tomography angiography was performed. The imaging showed that there was a device related thrombus present on the closure device. The physician placed the patient on coumadin in response to this event. The patient has been discharged from the hospital with the event ongoing. The physician feels the patient has an underlying hypercoagulable state.

Manufacturer narrative:
B3 date of event updated to 03/29/2024.

Manufacturer narrative:
Date of event - aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One year post procedure the patient presented to the hospital due to shortness of breath. A computed tomography angiography was performed. The imaging showed that there was a device related thrombus present on the closure device. The physician placed the patient on coumadin in response to this event. The patient has been discharged from the hospital with the event ongoing. The physician feels the patient has an underlying hypercoagulable state.